Event description:
It was reported that the pt had a sparc implanted on (B)(6) 2013. The pt started experiencing urinary frequency. The pt was referred to a physician therapist for vaginal physical therapy. The patient's frequency had subsided; incontinence returned to what it was before the surgery. No add'l pt complications were reported in relation to this event.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow up report will be sent.